Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was boot up normally but shut down automatically after few minutes the firmware was running. It was noted that the it was shut down on both, battery attached as well as removed. It was further reported that the programmer was unable to update the software version via universal serial bus (usb). It was noted that the software certificate was expired and hence, was unable to save/print to usb. There was no patient involvement.